Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6) 2021.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh removal surgery. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6) 2021.

Manufacturer narrative:
Block h2: additional information block b5 narrative updated h6 patient code e0126 added to capture the reportable event of neuropathy. H6 impact code f1202 added to capture the reportable event of patient has filed for disability. Correction: block e3 occupation updated block g2 report source updated block b3 date of event: the exact event onset date is unknown. The provided event date of january 28, 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: patient code e1405, e1301, e1901, e1310, e020202, e2330, e2401, e1906 and e1309 capture the reportable events of dyspareunia, dysuria, bacterial infection, urinary tract infection, depression, pain, infection, injury and urinary retention. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2020. After the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6), 2021. Boston scientific received an additional information on 30mar2022 as follows: medical history included acute vaginitis, chronic arthropathy, and urgency incontinence (as noted via urodynamics). It was reported to boston scientific corporation that an obtryx system -- halo device was implanted into the patient during a large bowel mesentery adhesiolysis, hysterectomy and transobturator sling placement procedures performed on (B)(6), 2020, for the treatment of uterine prolapse, stress urinary incontinence, pelvic relaxation, and large bowel adhesions. Reportedly, the patient tolerated the procedures well without complications and blood loss was minimal. The patient was taken to recovery room in a stable condition. On february 05, 2020, the patient went for a post operative follow-up. It was reported that the patient is doing well with no complaints and was taking oxybutynin. On april 15, 2020, the patient went for a post-operative follow-up. The sling appears to be well healed, and patient is doing well. However, she does have some overactive bladder symptoms. Reportedly, the patient had considered to do research before taking any medications. On june 30, 2020, the patient had multiple complaint during her visit. She reported an abdominal pain, low back pain and irritation. She does have an overactive bladder with urge incontinence and frequency and refused the medications for this. The patient reported that she has been treated for urinary tract infection, however, her urine is clear and have no evidence of infection. She also reports burning in her pelvis and stated that her urethra is retracting when in fact she is pointing to her labia and stated that these are retracting and getting smaller. She reported incomplete emptying. The patient also had a grade 1-2 cystocele present. Moreover, a cystoscopy was carried out and a normal urethra and no evidence of mesh erosion was noted. Bladder also shows normal mucosa, no foreign body stones or tumors noted. The patient tolerated the procedure well without complications and blood loss was minimal. Reportedly, the patient desires to have the mesh removed. The physician recommended her to get another opinion on this, as the physician did not see any indication to remove the patient's mid-urethral sling. On july 12, 2020, the patient reported that she had a lower pelvic pain that started in april and has been on and off. She also reports a right flank pain, thick white vaginal discharge, chronic yeast infection, chronic urinary tract infection and pain with sex. The patient has been taking cipro, macrobid and diflucan for a uti and yeast infection diagnosed at urgent care on june 27, 2020. The patient was convinced that there was something wrong with the implanted mesh and wanted a second opinion. CT did not reveal any abnormalities in the pelvis. The assessment was abdominal pain and bacterial vaginosis (bv) for which she was prescribed tylenol with codeine and flagyl. On (B)(6) 2020, the patient was present in the emergency room with a complaint of acute onset of substernal chest pain that radiated to the left arm while taking a morning walk. She reports no significant cardiac history but does have a familial cardiac history in her mother. The patient had also reported a chronic pain from her mesh implant and thinks she is getting depressed and considering for a second opinion to have the mesh removed. On august 10, 2020, the patient states that her pelvic area is on fire and her urethra burns with urination. She also claims to have a lower back pain that goes into her buttocks. She feels a chronic pain all the time and that nothing makes the pain better. She points to her pubic area and claims that while resting, she could still feel the pain with a scale of 9/10. While having an activity, the patient reports a pain scale of 10/10. The patient also reports to have pain during intercourse with a scale of 9/10 and could only last about 1-2 minutes of penetration. The patient also had pain in her right and left lower quadrant and upper thighs. Exam revealed prominent bands/cords (arms of the tot sling) in the paraurethral area that were very painful, obturator internus pain bilaterally. Based on the patient's history and physical exam, the surgeon is recommending the patient a vaginal mesh revision or removal as well as exploration of both groins given her severe inner thigh pain and radiating pain bilaterally. The surgeon further explained the risks of mesh removal. The patient had realized that there is no guarantee that her pain will be resolved and there is always a risk of worsening pain, scar tissue or nerve injury that may require further surgery in the future. The patient realizes the risks of groin exploration which includes bleeding, nerve injury, worsening pain, circulatory issues, ambulatory issues, or even loss of limb. The surgeon had also reviewed an alternative to surgery including doing nothing and living with the current situation, pelvic floor therapy and/or trigger point injections (if pain is an issue). The patient also realized the risk of mesh extrusion or erosion into nearby organ post-operatively if any mesh remaining is still present. She realizes that her stress urinary incontinence will most likely return, and she may need further treatment or surgery for this in the future. She also realizes that she may need treatment for her overactive bladder symptoms in the future in form of medication or other treatment and she also may need pelvic floor/vaginal physical therapy in the future as part of her treatment regimen for pain. On (B)(6) 2021, the patient underwent a transvaginal sling revision, urethrolysis, right and left groin exploration with mesh removal and cystoscopy with pyridium for the treatment of the following symptoms: - history of tot sling. - pelvic pain. - dyspareunia. - right lower quadrant pain. - left lower quadrant pain. - right and left groin pain. - obturator pain. - frequency of urination. - urgency of urination. - stress urinary incontinence. During the surgery, a vertical midline skin incision was made suburethrally, mobilized the vaginal epithelium bilaterally, placed lone star retractor hooks and then a dissection was made between the urethra and the underlying sling. Using a right-angle clamp as a dissector, they then divided the sling in the midline and then performed ureterolysis. The sling was then mobilized from the overlying urethra and pubocervical fascia as well as the underlying vaginal epithelium. The sling was mobilized all the way out to its insertion into the obturator internus bilaterally and proceeded with the groin dissection. Approximately, 4-5 cm incision was made in the groin on the right side and a dissection was made down through the subcutaneous fat to the fascial layer, then through the adductor muscles and all the way into the obturator internus muscle. The sling was then identified and mobilized it from the groin side and proceeded to dissect all the way out until they could dissect down to the ischiopubic rami. Most of the sling was dissected away from the ischiopubic rami from the vaginal direction. Furthermore, the sling was completely mobilized and was removed. This was done bilaterally without complication. Cystoscopy with pyridium was then performed with no evidence of exudate, diverticulum, or malignancy. No evidence of needle penetration or trauma to bladder or ureteral mucosa. They then looked at both of bladder and urethral area for any damage. Bilateral ureteral patency was confirmed. The patient tolerated the procedure well. We packed the vagina and shifted her to the recovery room in stable condition. On april 19, 2021, the patient had a pelvic pain with a scale of 3/10 but her vaginal pain is almost non-existent. Pain in her upper thighs is much better. Boston scientific received an additional information on 08jul2022 as follows: the patient first experienced lower back pain on march 9, 2021, and it later spread to her neck, head, and ears. She feels weak and experiences nerve pain in both legs. Review of systems, however, revealed that the patient reports changes in vision but neither dry eye nor irritation. Despite not experiencing any difficulties peeing, blood in the urine, or increased frequency of urination, she also reports incontinence. The patient describes feeling weak and dizzy. She also mentions depression, although she doesn't mention abusing alcohol or drugs. On may 25, 2021, the patient was diagnosed with a recurrent urinary tract infection, with a negative culture. On august 25, 2021, the patient is still experiencing radiating pain from the mesh-related location down her legs. According to reports, the discomfort fluctuates and gets worse when active. When the patient is resting, the discomfort usually subsides after 5 to 10 minutes. Additionally, the patient was advised to work up with a specialist to address the neuropathy. The patient's nerve pain is still present as of november 30, 2021. There is still persistent pudendal and obturator pain. The patient was prescribed muscle relaxants and gabapentin as part of their treatment regimen. She continues to have incontinence and prolapse. The patient has also claimed for disability and is unable to drive or exercise. For treatment of her neuropathy, the patient continues to see a specialist.

Manufacturer narrative:
Block h2: correction. Block b5 narrative updated. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(6) hospital. Dr. (B)(6). (B)(6) hospital. Block h6: patient code e1405, e1301, e1901, e1310, e020202, e2330, e2401, e1906 and e1309 capture the reportable events of dyspareunia, dysuria, bacterial infection, urinary tract infection, depression, pain, infection, injury and urinary retention. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6) 2020 after the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6) 2021 boston scientific received an additional information on 30mar2022 as follows: medical history included acute vaginitis, chronic arthropathy, and urgency incontinence (as noted via urodynamics). It was reported to boston scientific corporation that an obtryx system -- halo device was implanted into the patient during a large bowel mesentery adhesiolysis, hysterectomy and transobturator sling placement procedures performed on (B)(6) 2020, for the treatment of uterine prolapse, stress urinary incontinence, pelvic relaxation, and large bowel adhesions. Reportedly, the patient tolerated the procedures well without complications and blood loss was minimal. The patient was taken to recovery room in a stable condition. On (B)(6) 2020, the patient went for a post operative follow-up. It was reported that the patient is doing well with no complaints and was taking oxybutynin. On (B)(6) 2020, the patient went for a post-operative follow-up. The sling appears to be well healed, and patient is doing well. However, she does have some overactive bladder symptoms. Reportedly, the patient had considered to do research before taking any medications. On june 30, 2020, the patient had multiple complaint during her visit. She reported an abdominal pain, low back pain and irritation. She does have an overactive bladder with urge incontinence and frequency and refused the medications for this. The patient reported that she has been treated for urinary tract infection, however, her urine is clear and have no evidence of infection. She also reports burning in her pelvis and stated that her urethra is retracting when in fact she is pointing to her labia and stated that these are retracting and getting smaller. She reported incomplete emptying. The patient also had a grade 1-2 cystocele present. Moreover, a cystoscopy was carried out and a normal urethra and no evidence of mesh erosion was noted. Bladder also shows normal mucosa, no foreign body stones or tumors noted. The patient tolerated the procedure well without complications and blood loss was minimal. Reportedly, the patient desires to have the mesh removed. The physician recommended her to get another opinion on this, as the physician did not see any indication to remove the patient's mid-urethral sling. On (B)(6)2020, the patient reported that she had a lower pelvic pain that started in april and has been on and off. She also reports a right flank pain, thick white vaginal discharge, chronic yeast infection, chronic urinary tract infection and pain with sex. The patient has been taking cipro, macrobid and diflucan for a uti and yeast infection diagnosed at urgent care on (B)(6) 2020. The patient was convinced that there was something wrong with the implanted mesh and wanted a second opinion. CT did not reveal any abnormalities in the pelvis. The assessment was abdominal pain and bacterial vaginosis (bv) for which she was prescribed tylenol with codeine and flagyl. On (B)(6) 2020, the patient was present in the emergency room with a complaint of acute onset of substernal chest pain that radiated to the left arm while taking a morning walk. She reports no significant cardiac history but does have a familial cardiac history in her mother. The patient had also reported a chronic pain from her mesh implant and thinks she is getting depressed and considering for a second opinion to have the mesh removed. On (B)(6) 2020, the patient states that her pelvic area is on fire and her urethra burns with urination. She also claims to have a lower back pain that goes into her buttocks. She feels a chronic pain all the time and that nothing makes the pain better. She points to her pubic area and claims that while resting, she could still feel the pain with a scale of 9/10. While having an activity, the patient reports a pain scale of 10/10. The patient also reports to have pain during intercourse with a scale of 9/10 and could only last about 1-2 minutes of penetration. The patient also had pain in her right and left lower quadrant and upper thighs. Exam revealed prominent bands/cords (arms of the tot sling) in the paraurethral area that were very painful, obturator internus pain bilaterally. Based on the patient's history and physical exam, the surgeon is recommending the patient a vaginal mesh revision or removal as well as exploration of both groins given her severe inner thigh pain and radiating pain bilaterally. The surgeon further explained the risks of mesh removal. The patient had realized that there is no guarantee that her pain will be resolved and there is always a risk of worsening pain, scar tissue or nerve injury that may require further surgery in the future. The patient realizes the risks of groin exploration which includes bleeding, nerve injury, worsening pain, circulatory issues, ambulatory issues, or even loss of limb. The surgeon had also reviewed an alternative to surgery including doing nothing and living with the current situation, pelvic floor therapy and/or trigger point injections (if pain is an issue). The patient also realized the risk of mesh extrusion or erosion into nearby organ post-operatively if any mesh remaining is still present. She realizes that her stress urinary incontinence will most likely return, and she may need further treatment or surgery for this in the future. She also realizes that she may need treatment for her overactive bladder symptoms in the future in form of medication or other treatment and she also may need pelvic floor/vaginal physical therapy in the future as part of her treatment regimen for pain. On (B)(6) 2021, the patient underwent a transvaginal sling revision, urethrolysis, right and left groin exploration with mesh removal and cystoscopy with pyridium for the treatment of the following symptoms: history of tot sling. Pelvic pain. Dyspareunia. Right lower quadrant pain. Left lower quadrant pain. Right and left groin pain. Obturator pain. Frequency of urination. Urgency of urination. Stress urinary incontinence. During the surgery, a vertical midline skin incision was made suburethrally, mobilized the vaginal epithelium bilaterally, placed lone star retractor hooks and then a dissection was made between the urethra and the underlying sling. Using a right-angle clamp as a dissector, they then divided the sling in the midline and then performed ureterolysis. The sling was then mobilized from the overlying urethra and pubocervical fascia as well as the underlying vaginal epithelium. The sling was mobilized all the way out to its insertion into the obturator internus bilaterally and proceeded with the groin dissection. Approximately, 4-5 cm incision was made in the groin on the right side and a dissection was made down through the subcutaneous fat to the fascial layer, then through the adductor muscles and all the way into the obturator internus muscle. The sling was then identified and mobilized it from the groin side and proceeded to dissect all the way out until they could dissect down to the ischiopubic rami. Most of the sling was dissected away from the ischiopubic rami from the vaginal direction. Furthermore, the sling was completely mobilized and was removed. This was done bilaterally without complication. Cystoscopy with pyridium was then performed with no evidence of exudate, diverticulum, or malignancy. No evidence of needle penetration or trauma to bladder or ureteral mucosa. They then looked at both of bladder and urethral area for any damage. Bilateral ureteral patency was confirmed. The patient tolerated the procedure well. We packed the vagina and shifted her to the recovery room in stable condition. On (B)(6) 2021, the patient had a pelvic pain with a scale of 3/10 but her vaginal pain is almost non-existent. Pain in her upper thighs is much better. Boston scientific received an additional information on 08jul2022 as follows: the patient was seen (B)(6) 2021, one week after mesh removal. She reported feeling weak at times and experiencing nerve pain in both legs. Medical records also noted a CT scan in february had shown a few bulging discs and a pinched nerve. Review of systems, however, revealed that the patient reports changes in vision but neither dry eye nor irritation. She was not experiencing any difficulties urinating, blood in the urine, or increased frequency of urination, but she did report incontinence. The patient described feeling weak and dizzy. She also mentioned depression. The assessment was unspecified polyneuropathy for which the patient was to take tylenol as needed and see a neurologist, and muscle weakness for which blood work was run and she was to see a neurologist. On (B)(6) 2021, the patient presented to a neurology clinic for the chief complaint of neuropathy. It was noted that the patient had numbness and tingling in her feet and hands that occurs multiple times a day and lasts several minutes. The patient felt the symptoms were from the mesh placement, but the physician noted that none of the symptoms could be attributed to mesh placement and that she has a neuropathy that appeared to present at the same time. The plan was to investigate with emg nerve conduction studies and an MRI of the brain and cervical spine. Neurological exam showed 2/4 reflexes in her upper and lower extremities. The assessment was peripheral nerve disease. On may 28, 2021, the patient presented to review labs from (B)(6) 2021. It was noted that there was no recent imaging at the time of this visit. She reported some burning with urination but no blood. She was waiting for her insurance to improve before she had testing with the neurologist. She was diagnosed with a recurrent urinary tract infection. On (B)(6) 2021, the patient was still experiencing radiating pain from the mesh-related location down her legs. According to reports, the discomfort fluctuates and gets worse when active. When the patient is resting, the discomfort usually subsides after 5 to 10 minutes. Additionally, the patient was noted to be seeing a neurologist for work up of the neuropathy. The patient's nerve pain was still present as of november 30, 2021. There was persistent pudendal and obturator pain. The patient was prescribed muscle relaxants and gabapentin as part of her treatment regimen. She continues to have incontinence and prolapse. The patient had applied for disability and she was unable to drive or exercise. For treatment of her neuropathy, the patient continued to see a specialist. The assessment included neuropathy that was described as from pelvis to upper thighs, worse on the right side. She was going to start an unspecified new cream and had declined cymbalta for the time being.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on january 28, 2020 after the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6) 2021 boston scientific received an additional information on 30mar2022 as follows: medical history included acute vaginitis, chronic arthropathy, and urgency incontinence (as noted via urodynamics). It was reported to boston scientific corporation that an obtryx system -- halo device was implanted into the patient during a large bowel mesentery adhesiolysis, hysterectomy and transobturator sling placement procedures performed on (B)(6) 2020, for the treatment of uterine prolapse, stress urinary incontinence, pelvic relaxation, and large bowel adhesions. Reportedly, the patient tolerated the procedures well without complications and blood loss was minimal. The patient was taken to recovery room in a stable condition. On (B)(6) 2020, the patient went for a post operative follow-up. It was reported that the patient is doing well with no complaints and was taking oxybutynin. On (B)(6) 2020, the patient went for a post-operative follow-up. The sling appears to be well healed, and patient is doing well. However, she does have some overactive bladder symptoms. Reportedly, the patient had considered to do research before taking any medications. On (B)(6) 2020, the patient had multiple complaint during her visit. She reported an abdominal pain, low back pain and irritation. She does have an overactive bladder with urge incontinence and frequency and refused the medications for this. The patient reported that she has been treated for urinary tract infection, however, her urine is clear and have no evidence of infection. She also reports burning in her pelvis and stated that her urethra is retracting when in fact she is pointing to her labia and stated that these are retracting and getting smaller. She reported incomplete emptying. The patient also had a grade 1-2 cystocele present. Moreover, a cystoscopy was carried out and a normal urethra and no evidence of mesh erosion was noted. Bladder also shows normal mucosa, no foreign body stones or tumors noted. The patient tolerated the procedure well without complications and blood loss was minimal. Reportedly, the patient desires to have the mesh removed. The physician recommended her to get another opinion on this, as the physician did not see any indication to remove the patient's mid-urethral sling. On (B)(6) 2020, the patient reported that she had a lower pelvic pain that started in april and has been on and off. She also reports a right flank pain, thick white vaginal discharge, chronic yeast infection, chronic urinary tract infection and pain with sex. The patient has been taking cipro, macrobid and diflucan for a uti and yeast infection diagnosed at urgent care on (B)(6) 2020. The patient was convinced that there was something wrong with the implanted mesh and wanted a second opinion. CT did not reveal any abnormalities in the pelvis. The assessment was abdominal pain and bacterial vaginosis (bv) for which she was prescribed tylenol with codeine and flagyl. On (B)(6) 2020, the patient was present in the emergency room with a complaint of acute onset of substernal chest pain that radiated to the left arm while taking a morning walk. She reports no significant cardiac history but does have a familial cardiac history in her mother. The patient had also reported a chronic pain from her mesh implant and thinks she is getting depressed and considering for a second opinion to have the mesh removed. On (B)(6) 2020, the patient states that her pelvic area is on fire and her urethra burns with urination. She also claims to have a lower back pain that goes into her buttocks. She feels a chronic pain all the time and that nothing makes the pain better. She points to her pubic area and claims that while resting, she could still feel the pain with a scale of 9/10. While having an activity, the patient reports a pain scale of 10/10. The patient also reports to have pain during intercourse with a scale of 9/10 and could only last about 1-2 minutes of penetration. The patient also had pain in her right and left lower quadrant and upper thighs. Exam revealed prominent bands/cords (arms of the tot sling) in the paraurethral area that were very painful, obturator internus pain bilaterally. Based on the patient's history and physical exam, the surgeon is recommending the patient a vaginal mesh revision or removal as well as exploration of both groins given her severe inner thigh pain and radiating pain bilaterally. The surgeon further explained the risks of mesh removal. The patient had realized that there is no guarantee that her pain will be resolved and there is always a risk of worsening pain, scar tissue or nerve injury that may require further surgery in the future. The patient realizes the risks of groin exploration which includes bleeding, nerve injury, worsening pain, circulatory issues, ambulatory issues, or even loss of limb. The surgeon had also reviewed an alternative to surgery including doing nothing and living with the current situation, pelvic floor therapy and/or trigger point injections (if pain is an issue). The patient also realized the risk of mesh extrusion or erosion into nearby organ post-operatively if any mesh remaining is still present. She realizes that her stress urinary incontinence will most likely return, and she may need further treatment or surgery for this in the future. She also realizes that she may need treatment for her overactive bladder symptoms in the future in form of medication or other treatment and she also may need pelvic floor/vaginal physical therapy in the future as part of her treatment regimen for pain. On (B)(6) 2021, the patient underwent a transvaginal sling revision, urethrolysis, right and left groin exploration with mesh removal and cystoscopy with pyridium for the treatment of the following symptoms: - history of tot sling. - pelvic pain. - dyspareunia. - right lower quadrant pain. - left lower quadrant pain. - right and left groin pain. - obturator pain. - frequency of urination. - urgency of urination. - stress urinary incontinence. During the surgery, a vertical midline skin incision was made suburethrally, mobilized the vaginal epithelium bilaterally, placed lone star retractor hooks and then a dissection was made between the urethra and the underlying sling. Using a right-angle clamp as a dissector, they then divided the sling in the midline and then performed ureterolysis. The sling was then mobilized from the overlying urethra and pubocervical fascia as well as the underlying vaginal epithelium. The sling was mobilized all the way out to its insertion into the obturator internus bilaterally and proceeded with the groin dissection. Approximately, 4-5 cm incision was made in the groin on the right side and a dissection was made down through the subcutaneous fat to the fascial layer, then through the adductor muscles and all the way into the obturator internus muscle. The sling was then identified and mobilized it from the groin side and proceeded to dissect all the way out until they could dissect down to the ischiopubic rami. Most of the sling was dissected away from the ischiopubic rami from the vaginal direction. Furthermore, the sling was completely mobilized and was removed. This was done bilaterally without complication. Cystoscopy with pyridium was then performed with no evidence of exudate, diverticulum, or malignancy. No evidence of needle penetration or trauma to bladder or ureteral mucosa. They then looked at both of bladder and urethral area for any damage. Bilateral ureteral patency was confirmed. The patient tolerated the procedure well. We packed the vagina and shifted her to the recovery room in stable condition. On (B)(6) 2021, the patient had a pelvic pain with a scale of 3/10 but her vaginal pain is almost non-existent. Pain in her upper thighs is much better. Boston scientific received an additional information on 08jul2022 as follows: the patient was seen (B)(6) 2021, one week after mesh removal. She reported feeling weak at times and experiencing nerve pain in both legs. Medical records also noted a CT scan in february had shown a few bulging discs and a pinched nerve. Review of systems, however, revealed that the patient reports changes in vision but neither dry eye nor irritation. She was not experiencing any difficulties urinating, blood in the urine, or increased frequency of urination, but she did report incontinence. The patient described feeling weak and dizzy. She also mentioned depression. The assessment was unspecified polyneuropathy for which the patient was to take tylenol as needed and see a neurologist, and muscle weakness for which blood work was run and she was to see a neurologist. On (B)(6) 2021, the patient presented to a neurology clinic for the chief complaint of neuropathy. It was noted that the patient had numbness and tingling in her feet and hands that occurs multiple times a day and lasts several minutes. The patient felt the symptoms were from the mesh placement, but the physician noted that none of the symptoms could be attributed to mesh placement and she that she has a neuropathy that appeared to present at the same time. The plan was to investigate with emg nerve conduction studies and an MRI of the brain and cervical spine. Neurological exam showed 2/4 reflexes in her upper and lower extremities. The assessment was peripheral nerve disease. On (B)(6) 2021, the patient presented to review labs from (B)(6) 2021. It was noted that there was no recent imaging at the time of this visit. She reported some burning with urination but no blood. She was waiting for her insurance to improve before she had testing with the neurologist. She was diagnosed with a recurrent urinary tract infection. On (B)(6) 2021, the patient was still experiencing radiating pain from the mesh-related location down her legs. According to reports, the discomfort fluctuates and gets worse when active. When the patient is resting, the discomfort usually subsides after 5 to 10 minutes. Additionally, the patient was noted to be seeing a neurologist for work up of the neuropathy. The patient's nerve pain was still present as of (B)(6) 2021. There was persistent pudendal and obturator pain. The patient was prescribed muscle relaxants and gabapentin as part of her treatment regimen. She continues to have incontinence and prolapse. The patient had applied for disability and she was unable to drive or exercise. For treatment of her neuropathy, the patient continued to see a specialist. The assessment included neuropathy that was described as from pelvis to upper thighs, worse on the right side. She was going to start an unspecified new cream and had declined cymbalta for the time being.

Manufacturer narrative:
Block h2: correction block e1 mesh implanting surgeon's name has been corrected (below). Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2020, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: (B)(6) ga, united states (B)(6)block h6: patient codes e1405, e1301, e1901, e1310, e020202, e2330, e2401, e1906 and e1309 capture the reportable events of dyspareunia, dysuria, bacterial infection, urinary tract infection, depression, pain, infection, injury and urinary retention. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6), 2020 after the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6), 2021 boston scientific received an additional information on 30mar2022 as follows: medical history included acute vaginitis, chronic arthropathy, and urgency incontinence (as noted via urodynamics). It was reported to boston scientific corporation that an obtryx system -- halo device was implanted into the patient during a large bowel mesentery adhesiolysis, hysterectomy and transobturator sling placement procedures performed on (B)(6), 2020, for the treatment of uterine prolapse, stress urinary incontinence, pelvic relaxation, and large bowel adhesions. Reportedly, the patient tolerated the procedures well without complications and blood loss was minimal. The patient was taken to recovery room in a stable condition. On (B)(6), 2020, the patient went for a post operative follow-up. It was reported that the patient is doing well with no complaints and was taking oxybutynin. On (B)(6), 2020, the patient went for a post-operative follow-up. The sling appears to be well healed, and patient is doing well. However, she does have some overactive bladder symptoms. Reportedly, the patient had considered to do research before taking any medications. On (B)(6), 2020, the patient had multiple complaint during her visit. She reported an abdominal pain, low back pain and irritation. She does have an overactive bladder with urge incontinence and frequency and refused the medications for this. The patient reported that she has been treated for urinary tract infection, however, her urine is clear and have no evidence of infection. She also reports burning in her pelvis and stated that her urethra is retracting when in fact she is pointing to her labia and stated that these are retracting and getting smaller. She reported incomplete emptying. The patient also had a grade 1-2 cystocele present. Moreover, a cystoscopy was carried out and a normal urethra and no evidence of mesh erosion was noted. Bladder also shows normal mucosa, no foreign body stones or tumors noted. The patient tolerated the procedure well without complications and blood loss was minimal. Reportedly, the patient desires to have the mesh removed. The physician recommended her to get another opinion on this, as the physician did not see any indication to remove the patient's mid-urethral sling. On (B)(6), 2020, the patient reported that she had a lower pelvic pain that started in (B)(6) and has been on and off. She also reports a right flank pain, thick white vaginal discharge, chronic yeast infection, chronic urinary tract infection and pain with sex. The patient has been taking cipro, macrobid and diflucan for a uti and yeast infection diagnosed at urgent care on (B)(6), 2020. The patient was convinced that there was something wrong with the implanted mesh and wanted a second opinion. CT did not reveal any abnormalities in the pelvis. The assessment was abdominal pain and bacterial vaginosis (bv) for which she was prescribed tylenol with codeine and flagyl. On (B)(6), 2020, the patient was present in the emergency room with a complaint of acute onset of substernal chest pain that radiated to the left arm while taking a morning walk. She reports no significant cardiac history but does have a familial cardiac history in her mother. The patient had also reported a chronic pain from her mesh implant and thinks she is getting depressed and considering for a second opinion to have the mesh removed. On (B)(6), 2020, the patient states that her pelvic area is on fire and her urethra burns with urination. She also claims to have a lower back pain that goes into her buttocks. She feels a chronic pain all the time and that nothing makes the pain better. She points to her pubic area and claims that while resting, she could still feel the pain with a scale of 9/10. While having an activity, the patient reports a pain scale of 10/10. The patient also reports to have pain during intercourse with a scale of 9/10 and could only last about 1-2 minutes of penetration. The patient also had pain in her right and left lower quadrant and upper thighs. Exam revealed prominent bands/cords (arms of the tot sling) in the paraurethral area that were very painful, obturator internus pain bilaterally. Based on the patient's history and physical exam, the surgeon is recommending the patient a vaginal mesh revision or removal as well as exploration of both groins given her severe inner thigh pain and radiating pain bilaterally. The surgeon further explained the risks of mesh removal. The patient had realized that there is no guarantee that her pain will be resolved and there is always a risk of worsening pain, scar tissue or nerve injury that may require further surgery in the future. The patient realizes the risks of groin exploration which includes bleeding, nerve injury, worsening pain, circulatory issues, ambulatory issues, or even loss of limb. The surgeon had also reviewed an alternative to surgery including doing nothing and living with the current situation, pelvic floor therapy and/or trigger point injections (if pain is an issue). The patient also realized the risk of mesh extrusion or erosion into nearby organ post-operatively if any mesh remaining is still present. She realizes that her stress urinary incontinence will most likely return, and she may need further treatment or surgery for this in the future. She also realizes that she may need treatment for her overactive bladder symptoms in the future in form of medication or other treatment and she also may need pelvic floor/vaginal physical therapy in the future as part of her treatment regimen for pain. On (B)(6), 2021, the patient underwent a transvaginal sling revision, urethrolysis, right and left groin exploration with mesh removal and cystoscopy with pyridium for the treatment of the following symptoms: - history of tot sling. - pelvic pain. - dyspareunia. - right lower quadrant pain. - left lower quadrant pain. - right and left groin pain. - obturator pain. - frequency of urination. - urgency of urination. - stress urinary incontinence. During the surgery, a vertical midline skin incision was made suburethrally, mobilized the vaginal epithelium bilaterally, placed lone star retractor hooks and then a dissection was made between the urethra and the underlying sling. Using a right-angle clamp as a dissector, they then divided the sling in the midline and then performed ureterolysis. The sling was then mobilized from the overlying urethra and pubocervical fascia as well as the underlying vaginal epithelium. The sling was mobilized all the way out to its insertion into the obturator internus bilaterally and proceeded with the groin dissection. Approximately, 4-5 cm incision was made in the groin on the right side and a dissection was made down through the subcutaneous fat to the fascial layer, then through the adductor muscles and all the way into the obturator internus muscle. The sling was then identified and mobilized it from the groin side and proceeded to dissect all the way out until they could dissect down to the ischiopubic rami. Most of the sling was dissected away from the ischiopubic rami from the vaginal direction. Furthermore, the sling was completely mobilized and was removed. This was done bilaterally without complication. Cystoscopy with pyridium was then performed with no evidence of exudate, diverticulum, or malignancy. No evidence of needle penetration or trauma to bladder or ureteral mucosa. They then looked at both of bladder and urethral area for any damage. Bilateral ureteral patency was confirmed. The patient tolerated the procedure well. We packed the vagina and shifted her to the recovery room in stable condition. On (B)(6) 2021, the patient had a pelvic pain with a scale of 3/10 but her vaginal pain is almost non-existent. Pain in her upper thighs is much better.

Manufacturer narrative:
Block h2: correction: h6 patient code e1309 (urinary retention) added. Block b3 date of event: the exact event onset date is unknown. The provided event date of january 28, 2020, was chosen as a best estimate based on the date of the mesh removal surgery. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Dr. (B)(6). Block h6: patient code e1405, e1301, e1901, e1310, e020202, e2330, e2401, e1906 and e1309 capture the reportable events of dyspareunia, dysuria, bacterial infection, urinary tract infection, depression, pain, infection, injury and urinary retention. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Block h2: blocks a2, a3, b3, b5, b7, d1, d2a, d2b, d3, d4 and h6 have been updated based on additional information received on march 30, 2022. Block b3 date of event: the exact event onset date is unknown. The provided event date of january 28, 2020, was chosen as a best estimate based on the date of the mesh removal surgery. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Dr. (B)(6). Block h6: patient code e1405, e1301, e1901, e1310, e020202, e2330, e2401 and e1906 capture the reportable events of dyspareunia, dysuria, bacterial infection, urinary tract infection, depression, pain, infection and injury. Impact code f1903 captures the reportable event of mesh removal. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a procedure performed on (B)(6), 2020. After the procedure, the patient has experienced an unspecified injury and underwent a device removal on (B)(6), 2021. Boston scientific received an additional information on 30mar2022 as follows: medical history included acute vaginitis, chronic arthropathy, and urgency incontinence (as noted via urodynamics). It was reported to boston scientific corporation that an obtryx system -- halo device was implanted into the patient during a large bowel mesentery adhesiolysis, hysterectomy and transobturator sling placement procedures performed on (B)(6), 2020, for the treatment of uterine prolapse, stress urinary incontinence, pelvic relaxation, and large bowel adhesions. Reportedly, the patient tolerated the procedures well without complications and blood loss was minimal. The patient was taken to recovery room in a stable condition. On (B)(6), 2020, the patient went for a post operative follow-up. It was reported that the patient is doing well with no complaints and was taking oxybutynin. On (B)(6), 2020, the patient went for a post-operative follow-up. The sling appears to be well healed, and patient is doing well. However, she does have some overactive bladder symptoms. Reportedly, the patient had considered to do research before taking any medications. On (B)(6), 2020, the patient had multiple complaint during her visit. She reported an abdominal pain, low back pain and irritation. She does have an overactive bladder with urge incontinence and frequency and refused the medications for this. The patient reported that she has been treated for urinary tract infection, however, her urine is clear and have no evidence of infection. She also reports burning in her pelvis and stated that her urethra is retracting when in fact she is pointing to her labia and stated that these are retracting and getting smaller. She reported incomplete emptying. The patient also had a grade 1-2 cystocele present. Moreover, a cystoscopy was carried out and a normal urethra and no evidence of mesh erosion was noted. Bladder also shows normal mucosa, no foreign body stones or tumors noted. The patient tolerated the procedure well without complications and blood loss was minimal. Reportedly, the patient desires to have the mesh removed. The physician recommended her to get another opinion on this, as the physician did not see any indication to remove the patient's mid-urethral sling. On (B)(6), 2020, the patient reported that she had a lower pelvic pain that started in (B)(6) and has been on and off. She also reports a right flank pain, thick white vaginal discharge, chronic yeast infection, chronic urinary tract infection and pain with sex. The patient has been taking cipro, macrobid and diflucan for a uti and yeast infection diagnosed at urgent care on (B)(6), 2020. The patient was convinced that there was something wrong with the implanted mesh and wanted a second opinion. CT did not reveal any abnormalities in the pelvis. The assessment was abdominal pain and bacterial vaginosis (bv) for which she was prescribed tylenol with codeine and flagyl. On (B)(6), 2020, the patient was present in the emergency room with a complaint of acute onset of substernal chest pain that radiated to the left arm while taking a morning walk. She reports no significant cardiac history but does have a familial cardiac history in her mother. The patient had also reported a chronic pain from her mesh implant and thinks she is getting depressed and considering for a second opinion to have the mesh removed. On (B)(6), 2020, the patient states that her pelvic area is on fire and her urethra burns with urination. She also claims to have a lower back pain that goes into her buttocks. She feels a chronic pain all the time and that nothing makes the pain better. She points to her pubic area and claims that while resting, she could still feel the pain with a scale of 9/10. While having an activity, the patient reports a pain scale of 10/10. The patient also reports to have pain during intercourse with a scale of 9/10 and could only last about 1-2 minutes of penetration. The patient also had pain in her right and left lower quadrant and upper thighs. Exam revealed prominent bands/cords (arms of the tot sling) in the paraurethral area that were very painful, obturator internus pain bilaterally. Based on the patient's history and physical exam, the surgeon is recommending the patient a vaginal mesh revision or removal as well as exploration of both groins given her severe inner thigh pain and radiating pain bilaterally. The surgeon further explained the risks of mesh removal. The patient had realized that there is no guarantee that her pain will be resolved and there is always a risk of worsening pain, scar tissue or nerve injury that may require further surgery in the future. The patient realizes the risks of groin exploration which includes bleeding, nerve injury, worsening pain, circulatory issues, ambulatory issues, or even loss of limb. The surgeon had also reviewed an alternative to surgery including doing nothing and living with the current situation, pelvic floor therapy and/or trigger point injections (if pain is an issue). The patient also realized the risk of mesh extrusion or erosion into nearby organ post-operatively if any mesh remaining is still present. She realizes that her stress urinary incontinence will most likely return, and she may need further treatment or surgery for this in the future. She also realizes that she may need treatment for her overactive bladder symptoms in the future in form of medication or other treatment and she also may need pelvic floor/vaginal physical therapy in the future as part of her treatment regimen for pain. On (B)(6), 2021, the patient underwent a transvaginal sling revision, urethrolysis, right and left groin exploration with mesh removal and cystoscopy with pyridium for the treatment of the following symptoms: - history of tot sling. - pelvic pain. - dyspareunia. - right lower quadrant pain. - left lower quadrant pain. - right and left groin pain. - obturator pain. - frequency of urination. - urgency of urination. - stress urinary incontinence. During the surgery, a vertical midline skin incision was made suburethrally, mobilized the vaginal epithelium bilaterally, placed lone star retractor hooks and then a dissection was made between the urethra and the underlying sling. Using a right-angle clamp as a dissector, they then divided the sling in the midline and then performed ureterolysis. The sling was then mobilized from the overlying urethra and pubocervical fascia as well as the underlying vaginal epithelium. The sling was mobilized all the way out to its insertion into the obturator internus bilaterally and proceeded with the groin dissection. Approximately, 4-5 cm incision was made in the groin on the right side and a dissection was made down through the subcutaneous fat to the fascial layer, then through the adductor muscles and all the way into the obturator internus muscle. The sling was then identified and mobilized it from the groin side and proceeded to dissect all the way out until they could dissect down to the ischiopubic rami. Most of the sling was dissected away from the ischiopubic rami from the vaginal direction. Furthermore, the sling was completely mobilized and was removed. This was done bilaterally without complication. Cystoscopy with pyridium was then performed with no evidence of exudate, diverticulum, or malignancy. No evidence of needle penetration or trauma to bladder or ureteral mucosa. They then looked at both of bladder and urethral area for any damage. Bilateral ureteral patency was confirmed. The patient tolerated the procedure well. We packed the vagina and shifted her to the recovery room in stable condition. On (B)(6), 2021, the patient had a pelvic pain with a scale of 3/10 but her vaginal pain is almost non-existent. Pain in her upper thighs is much better.